Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after receiving multiple inappropriate shocks for an atrial arrhythmia. Shock therapy was exhausted. Boston scientific technical services discussed potential programming options with the local boston scientific field representative. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.